Event description:
Boston scientific received information that the right atrial (ra) lead and right ventricular (rv) lead had high threshold measurements. The ra lead was successfully repositioned. The rv was attempted to be repositioned, but the physician was not able to free up the lead. As a result, the rv lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported. The ra lead was successfully repositioned and the rv lead was surgically abandoned. As a result, boston scientific is unable to confirm the clinical observations. No additional information is available at this time. Implant, explant, and event dates were not made available.